Manufacturer narrative:
This supplemental report is being submitted to provide a correction to and the legal manufacturer's final investigation results. Based on the results of the investigation, the burnt plastic distal end cover was likely caused by high energy endo therapy accessories such as a laser may have been used without maintaining enough distance from the tip of the endoscope; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07sep2024. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope plastic distal end cover was burnt. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had plastic distal end cover burnt. There were no reports of patient involvement.